Event description:
Bolus chase aspect not activated. Service was paged. Exam was unable to be completed due to equipment failure. Service record indicated that when tabletop driven toward max head position-caused errors. A new sensor pot was installed for table top drive.